Event description:
Device interrogation at office visit revealed that normal mode output current was set to 0ma. The pt was last seen approx one year earlier at which time the normal mode output current was reportedly programmed to 1.25ma. The normal mode output current was reprogrammed to 0.75ma. Investigation to date has been unable to determine whether the device was inadvertently programmed to 0ma output current due to user error at last office visit or whether there is a device malfunction or mormal end of service.